Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had an allergy to nickel. The patient reported that his skin would get irritated when he put the lifevest on. The patient's doctor advised him to use cortisone cream. Follow-up indicated that the patient ended use of the device and the rash was healing.